Event description:
It was reported that approximately 76 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, pain, stiffness, swelling, discomfort, weakness and instability. Post operative diagnosis noted wear of the implant. No additional information is available

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
It was reported that this 74 y/o female patient's right knee was revised approximately 6 years 3 months post op. Patient complained of pain. Patient had loose femur and recalled poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. The alleged wear of the tibial insert could not be confirmed from the provided image and radiograph. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. H6: corrected health effect, medical device, and investigation clinical codes. H10: 1038671-2025-02147, 1038671-2025-02146, 1038671-2024-01195.